Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that assisted on-site personnel from failed upgrade due to software. Field service engineer confirmed that machine was up and working properly. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system assist on-site personnel with failed upgrade, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.